Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193 lead, implanted: (B)(6) 2005; 7122 st jude lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the battery voltage measurement was not available on the implantable cardioverter defibrillator (ICD) device. The device remains in use. No patient complications have been reported as a result of this event.